Event description:
The customer observed falsely elevated architect stat troponin-I results on one (B)(6) female patient. The results provided were: on (B)(6) 2021 (B)(6) initial= 0.41 ng/ml /reported to physician who questioned the result. The initial sample was retested=0.003 ng/ml /redrawn the patient= 0.02 ng/ml and 0.05 ng/ml patient normal reference range= 0.00 to 0.29 ng/ml there was no reported impact to patient management.

Manufacturer narrative:
During site visit by abbott field service (fsr), the architect (B)(4) analyzer was inspected, and precision run was performed within package insert claim a specific cause(s) was not identified. A review of the analyzer service history identified no contributing factors to the current complaint. The trend review by the product list number found no trends related to this issue. A review of the (B)(4) service history was performed and no additional erratic results pre- or post the current complaint were identified. The architect system operations manual addresses operational precautions and limitations and troubleshooting of the fluidics subsystem. The operations manual also addresses troubleshooting of elevated concentration and erratic sample results. Per labeling review, the architect stat troponin-I reagent package insert adequately addresses sample preparation and handling to ensure consistency in results. Based on the investigation, no product deficiency was identified for architect i2000sr processing module (B)(4).